Event description:
It was reported that there was t-wave oversensing following biventricular pacing. There was no t-wave oversensing of intrinsic rhythms. The device was reprogrammed to use a different sensing vector and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.